Event description:
An output anomaly was reported for the ventricular chamber. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.